Manufacturer narrative:
Date rec'd by MFR: 04oct2019. Date of report: 07oct2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported issue. The fse provided the part numbers for the pm pcba (power management printed circuit board assembly) and power supply to address the problem. The customer replaced the power supply, which reportedly restored the unit's functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the (led) light emitting diode in the power switch is not illuminated when alternating current (ac) power is connected. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
The customer reported that the (led) light emitting diode in the power switch is not illuminated when (ac) alternating current power is connected. There was no patient involvement.